Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence; the trial began (B)(6) 2019. It was reported the trial patient stated she had a bad day yesterday, was very depressed and had a very large voiding accident. Patient stated she found out she was retaining urine and the doctor stated the patient has a neurogenic bladder. Patient stated that she has neuropathy. Patient stated the she increased her stimulation to 2.2 mamp and it hurt. She decreased the stimulation to 2.1 ma and it was comfortable for her. Patient stated when she is up walking around, she feels pressure like a hemorrhoid. Patient stated she had a lot of gas and was wondering if the device had anything to do with this. Patient has been advised to contact their clinician for health concerns; stimulation facts were reviewed. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient provided additional details from their trial: patient said it was advanced evaluation rather than basic evaluation as initially reported. Patient stated they have a 6 month history of idiopathic polyneuropathy which causes them to have retention. When they tried the first program, the trial product made their retention worse, and they had severe pain that they classified as a "10". The patient switched to program 2 and had success with their bladder symptoms. No further complications were reported or are anticipated.